Manufacturer narrative:
The field service engineer (fse) confirmed the customer's issue. He replaced the hgb lamp and performed a latex gain adjustment resolving the wbc and hgb background failures and vote outs. Upon recur, the failure mode identified is likely to impact hgb results due to incorrect hgb blank sample reading as a result of the light source failure. (B)(4).

Event description:
The customer reported wbc and hgb background issues as well as hgb vote outs on the act diff 2 instrument. There were no erroneous results reported outside the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.